Event description:
It was reported that while a caregiver was assisting the patient back to bed the versacare bed moved. It was noted that the bed rolled away from the patient while the brakes were set. The caregiver held onto the patient with a gate belt so the patient did not fall, however, the caregiver stated they had muscle soreness. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
It was reported that while a caregiver was assisting the patient back to bed the versacare bed moved. It was noted that the bed rolled away from the patient while the brakes were set. The caregiver held onto the patient with a gate belt so the patient did not fall, however, the caregiver stated they had muscle soreness. The versacare® bed system is intended to provide a patient support suited to be used in healthcare environments. The versacare® bed may be used in such settings as acute care, step down progressive care, medical surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The intended user of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed.brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. The bed was inspected by a baxter technician and the casters were replaced to resolve the issue. A search of the baxter maintenance records showed no records of previous preventative maintenance performed by baxter on this bed. It is unknown if the facility performed any preventative maintenance on this bed. Pain is an unpleasant sensation occurring in varying degrees of severity and typically stops once the stimulus is removed. Pain may be contained to a discrete area as in an injury or more diffuse as in disorders or diseases. It is not life-threatening and does not require treatment to prevent permanent impairment of a body function or structure. In this event, the caregiver did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. However, if a similar event were to recur (brakes not holding), it would be likely to cause or contribute to a death or serious injury. The technician replaced the casters to resolve the reported event. Based on this information, no further action is required.